Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080808.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the facility.